Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed, and it was noted that the middle inlet was cracked. Functional testing was performed including underwater leak testing and no issues were noted. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a stopcock leaked due to a crack from an unspecified location. This was identified during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.